Manufacturer narrative:
Additional information has been received regarding customer name change which was not included in the initial report. So, the correct customer name as per new additional information is sharon p feller which is updated in section e1 with this report. P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software) and carelink. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the displacement test, displacement accuracy test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. During download history review no relevant alarms confirm in download history files to confirm reason code. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage or anomalies noted during visual inspection. Unit was received with scratched case. In conclusion, customer concerns are not confirmed. Unable to confirm customer alleged concern of low/high bgs. No relevant alarms noted in download history review and testing of the unit was successful. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced both hyperglycemia and hypoglycemia with possible under delivery. Customer had been sick a few times. Customer also reported that pump was exposed to magnetic environment. The customer reported low blood glucose value of 50 mg/dl and high sensor glucose value of 393 mg/dl. The customer treated hypoglycemic event with glucose/carb intake. The customer treated hyperglycemic event with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-7040a, mmt-332a, mmt-1884l, mmt-396a. Troubleshooting was not performed hyperglycemic event. Troubleshooting was performed for hypoglycemic event and customer had been using the auto mode/smartguard feature at the time of the event and the customer had been using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. The customer discontinued the use of the device mmt-1884l and reverted to the backup plan as per health care professional instructions. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-396a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.